Event description:
Event description guidant received information that this atrial lead was explanted due loss of sensing and impedance greater than 2500 ohms. Another guidant lead was successfully implanted.